Manufacturer narrative:
Device remains implanted. Additional information has been requested and if received will be provided on a supplemental report. Same patient event as MDR 8031020-2011-00029.

Event description:
The surgeon pushed the hook out by mistake before the pin was inserted. Therefore, the surgeon pulled back the hook and inserted the same pin again. After surgery, when the surgeon had confirmed x-ray, it was found for the hook to curve oppositely and to be pushed out.